Event description:
It was reported that bd q-syte vial access adapter expiration label was incorrect. It was reported by customer that one expiration date on the outside box and a different exp. Date on the inside of the packages. 35 cases 140 boxes total verbatim#: customer received with one expiration date on the outside box and a different exp. Date on the inside of the packages. 35 cases 140 boxes total reply: did the product used on the patient. If yes, please describe any patient harm, injury, complication or negative outcome that occurred because of the event.-no. · please share the captured photo of the event if available.picture is attached. · please provide the address of the facility for us to ship the return label.-customer received product at a few facilities, we are having all the affected product returned back to our warehouses. · please confirm whether both expiration is beyond/within the shelf life.-the expiration date printed on the packages show 10/31/2008 and on the box the exp date is 10/31/2028.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of documentation error was confirmed upon inspection of the sample photo. Analysis of the sample photo showed that the year printed on the unit package (2008) does not match the expiration year printed in the dispenser label (2028). Bd determined that the cause of the failure was related to our manufacturing process. A quality alert was generated to inform the manufacturing personnel involved with this product about the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.